Event description:
On x-ray of her left hip on (B)(6) 2012, it was found that the femoral nail had fractured/broken in the proximal region at the region of the most distal proximal screw. The patient underwent revision surgery to remove the broken nail.

Manufacturer narrative:
The devices associated with this report were not returned although the initial reporting indicated they would be made available. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted. No additional information was obtained. Review of provided patient x-rays confirms the material fracture. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device by depuy materials science confirms the reported nail fracture. Burnishing of the fractured screw hole provided the evidence that the nail bore the weight of the body. Non-union of the bone fracture was noted in the x-ray. Excessive load bearing in the presence of incomplete bone healing led to bending fatigue and fretting fatigue initiations and propagations to the nail fracture. No material defects were apparent. Based on the performed investigation, the need for corrective action has not been indicated. It is known the product code is no longer sold or marketed by depuy. Any additional information will be provided to bioment should it be received.